Event description:
It was reported to philips that the device shocked the operator of the device. It was reported to philips that the alleged failure was observed while the device was in use on a patient. However, no adverse patient impact was reported by the customer.